Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that alerts were discovered via merlin.net by the device clinic. Review of the transmission revealed, that the right ventricular lead exhibited noise which resulted in inappropriate antitachycardia pacing therapy. The asymptomatic patient was contacted by the clinic and brought into the clinic for further assessment. The physician reprogrammed the device. No further information was reported.